Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. A patient whose deflated balloon has moved into the intestines must be monitored closely for an appropriate period of time to confirm its uneventful passage through the intestine. The physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea. Balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had a "balloon deflation noticed by the patient and confirmed by endoscopy. When the balloon was removed, (from the stomach) balloon was with a lot of fungus."

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Brown particles were observed on the outer surface of the device. A fill tube test was performed and no blockage or resistance to flow was observed. A valve test was performed and no blockage and resistance to flow was observed. An air leak test was performed and leakage was observed. Multiple unidentified openings were observed on the shell. Multiple striated openings were observed on the shell, consistent with removal of the device.